Event description:
It was reported that the pump touchscreen was reacting in an unintended manner, with presses occurring when there were no touch inputs. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset which resolved the issue, and the customer continued to use the pump for insulin therapy.